Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a couple of weeks after an inflatable penile prosthesis (ipp) implant surgery, during a post operation appointment, the physician diagnosed an infection in the scrotum. The physician scheduled a removal surgery as soon as possible and replaced the ipp with a malleable penile prosthesis after washout. The patient fully recovered.